Event description:
"During laser surgery with a greenlight pvp laser, a scrub gown ended up having a burned area larger than the size of a silver dollar, including the person's shirt underneath (no skin involvement)."

Manufacturer narrative:
"Worker backed into the firing site of the laser. The laser should have been on standby mode (non-firing mode). Once the doctor pulls the probe out of the pt, the laser tech is trained to automatically turn into 'stand-by' mode. The laser tech is very well trained and was re-educated." No injury was reported. Laserscope contacted the facility to ask for the fiber back for eval. The facility stated that they had returned the fiber but did not get a return material authorization (RMA) number from laserscope. Laserscope has searched for the fiber but has been unable to verify receipt at this time. If the fiber is located an evaluation will be performed and a follow-up medwatch filed. The greenlight addstat product insert, rev. A, states under procedural warnings: "do not bend at sharp angles." Under fire hazard warnings it states: "the greenlight pv addstat is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. To prevent drape fires or burns: do not wrap any portion of the fiber in drapes or cloth. Do not attach the fiber directly to surgical drapes with a crushing clamp such as a hemostate. Do not place or drop instrumentation onto the fiber." In addition, under procedure for returning laserscope accessories: "all products returning to laserscope must have a signed sterilization certificate and a return materials authorization (RMA) number." No corrective action is necessary.